Event description:
Site reported a pneumothorax after having no issues with auto registration or navigation.

Manufacturer narrative:
Pneumothorax is a known term complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates of approx 27% with the CT guided procedure.